Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove, vessel locator wings did not retract. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device, achieved arteriotomy closure in the right common femoral artery, after a diagnostic procedure. Reportedly, the device was difficult to remove from the track. It was noticed after the device was removed that the vessel locator wings did not retract as expected. The clip was deployed in the vessel and achieved hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was available.